Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.0 x 28 mm xience xpedition was deployed without issue: however, the balloon stuck to the stent implant and could not be removed. The device was inflated and deflated several times and it still could not be removed, so the balloon was torn from the stent implant and removed. The balloon did not tear or separate. There was no additional information provided.